Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the package was found deformed and the tray was unsealed partially before puncture in surgery.

Manufacturer narrative:
(B)(4). The customer returned one opened cs-16553-e kit for evaluation. An area on the tray was cracked diagonally through the thickness of the tray. The tray corner adjacent to this area was also pushed inward. The edges of the tray were examined and no sealing issues were identified. The damage appears to have been caused by external shipping and handling. A device history record review was performed on the finished kit and no relevant findings were identified. The customer reported issue of the kit being damaged prior to use was confirmed during the sample investigation. Based on the information and sample provided the probable cause of this issue is external shipping and handling related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the package was found deformed and the tray was unsealed partially before puncture in surgery.